Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016. The patient manages her diabetes using insulin via pump therapy, and denies taking any action in regards to her regular diabetes management regimen routine as a result of the product issue. Fifteen minutes after the start of the alleged meter issue, the patient claimed developing symptom of "feeling stressed", she denies receiving any treatment in response to the symptom. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.